Event description:
It was reported that externalized conductors were observed. No electrical anomalies were detected. The lead was explanted and replaced. The patient had no issues post-procedure.

Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 9.8-12.5cm from the distal tip. The etfe coating was damaged during explant at this location. Internal insulation abrasion was noted at 7.5-8.5cm and 9.1-10.2cm from the distal tip. The etfe coating was intact at these locations.